Event description:
The pt was in the operating room for an undisclosed procedure. During the surgical procedure a biopsy was performed. The biopsy type was not disclosed. When the physician was removing the needle, the needle broke and four centimeters remained inside the pt. A small surgical intervention, a 1cm incision, was performed to remove the piece of needle.